Event description:
It was reported that approximately 5 years 4 months following the implant of this transcatheter bioprosthetic valve, the patient presented with heart failure exacerbation with acute shortness of breath (sob). Subsequently, the patient was admitted to the hospital and underwent workup. A transthoracic echocardiogram (tte) was performed that revealed severe aortic regurgitation, mild tricuspid regurgitation, and mild mitral regurgitation. Additionally, a computed tomography (CT) scan was performed that revealed leaflet thickening. Therefore, the patient was evaluated for a possible transcatheter aortic valve-in-transcatheter aortic valve replacement procedure. Additional information was reported that following the implant of this transcatheter bioprosthetic valve, the valve was implanted at a depth of 1 millimeter (mm) and resulted in mild aortic regurgitation (ar). No post-implant dilation was required. Following the implant of the valve, bleeding was visually noted after a proglide suture was cinched into place. One additional proglide suture and angioseal were required to achieve hemostasis. The estimated blood loss was 300 milliliters (ml). 5 years and 4 months following the transcatheter aortic valve replacement (tavr), the valve failure was described as structural valve deterioration without hemodynamic valve deterioration (hvd). The leaflets of the failed valve that appeared slightly thickened with some calcium formation. The mechanism of the failure was reported as severe ar/aortic insufficiency (ai). Additional information was reported that approximately 5 years and 6 months following the implant of the valve, the patient was hospitalized for severe ai and acute on chronic hypoxemic respiratory failure. Furosemide was administered via intravenous therapy (IV) infusions and comfort measures were provided. The patient was transferred to virtual hospice. Subsequently, the patient died. The transcatheter aortic valve-in-transcatheter aortic valve replacement procedure was never performed. Additional information was reported that indicated the death was cardiac in nature.

Manufacturer narrative:
Updated data: b5 - added the fourth paragraph. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 years 4 months following the implant of this transcatheter bioprosthetic valve, the patient presented with heart failure exacerbation with acute shortness of breath (sob). Subsequently, the patient was admitted to the hospital and underwent workup. A transthoracic echocardiogram (tte) was performed that revealed severe aortic regurgitation, mild tricuspid regurgitation, and mild mitral regurgitation. Additionally, a computed tomography (CT) scan was performed that revealed leaflet thickening. Therefore, the patient was evaluated for a possible transcatheter aortic valve-in-transcatheter aortic valve replacement procedure.

Event description:
Additional information was received that the baseline tte also revealed a mean aortic gradient of 4.18 mmhg, an aortic valve area of 4.4 cm2, max velocity of 1.3 m/sec, severe total prosthetic regurgitation, and severe transvalvular regurgitation.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received noted the physician indicated the death was not related to the valve.

Event description:
It was reported that approximately 5 years 4 months following the implant of this transcatheter bioprosthetic valve, the patient presented with heart failure exacerbation with acute shortness of breath (sob). Subsequently, the patient was admitted to the hospital and underwent workup. A transthoracic echocardiogram (tte) was performed that revealed severe aortic regurgitation, mild tricuspid regurgitation, and mild mitral regurgitation. Additionally, a computed tomography (CT) scan was performed that revealed leaflet thickening. Therefore, the patient was evaluated for a possible transcatheter aortic valve-in-transcatheter aortic valve replacement procedure. Additional information was reported that following the implant of this transcatheter bioprosthetic valve, the valve was implanted at a depth of 1 millimeter (mm) and resulted in mild aortic regurgitation (ar). No post-implant dilation was required. Following the implant of the valve, bleeding was visually noted after a proglide suture was cinched into place. One additional proglide suture and angioseal were required to achieve hemostasis. The estimated blood loss was 300 milliliters (ml). 5 years and 4 months following the transcatheter aortic valve replacement (tavr), the valve failure was described as structural valve deterioration without hemodynamic valve deterioration (hvd). The leaflets of the failed valve that appeared slightly thickened with some calcium formation. The mechanism of the failure was reported as severe ar/aortic insufficiency (ai). Additional information was reported that approximately 5 years and 6 months following the implant of the valve, the patient was hospitalized for severe ai and acute on chronic hypoxemic respiratory failure. Furosemide was administered via intravenous therapy (IV) infusions and comfort measures were provided. The patient was transferred to virtual hospice. Subsequently, the patient died. The transcatheter aortic valve-in-transcatheter aortic valve replacement procedure was never performed.

Manufacturer narrative:
Updated data: b2 - death/date of death b5 - added the third paragraph h1 - type of reportable event is now death h6 - annex e, annex f. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was reported that following the implant of this transcatheter bioprosthetic valve, the valve was implanted at a depth of 1 millimeter (mm) and resulted in mild aortic regurgitation (ar). No post-implant dilation was required. Following the implant of the valve, bleeding was visually noted after a proglide suture was cinched into place. One additional proglide suture and angioseal were required to achieve hemostasis. The estimated blood loss was 300 milliliters (ml). 5 years 4 months following the transcatheter aortic valve replacement (tavr), the valve failure was described as structural valve deterioration without hemodynamic valve deterioration (hvd). The leaflets of the failed valve that appeared slightly thickened with some calcium formation. The mechanism of the failure was reported as severe ar/aortic insufficiency (ai).